Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor. The customer obtained an unspecified sensor scan which was lower than he felt and experienced symptoms of vomiting and abdominal pain. The customer was taken to the hospital where he was diagnosed with diabetic ketoacidosis and received "2 days intravenous insulin, administered glucose per g10, resume multi-injection treatment." No further information was provided. There was no report of death or permanent injury associated with this event.